Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed. A field service engineer (fse) found row a not detected. Inspection revealed a dried medication spill on the row board, which caused corrosion on the pins. The row board was replaced, and the row board cable connection was also addressed. Both the row board and cable were replaced, restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie failed and found dried medication spillage on row board. There were no adverse events or injuries reported based on this event.